Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument housing was removed and the instrument was found to have a conductor wire broken at the proximal end in the main tube. No signs of thermal damage were observed at the proximal backend. The instrument failed the electrical continuity test. Root cause of a broken proximal conductor wire is attributed to a manufacturing issue. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 3 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have conductor wire damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had no "hf" current. The procedure was completed with no reported injury.